Event description:
It was reported that the patient circuit was torn during ventilation. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The field service engineer was informed that leakage suddenly occurred during patient treatment, but was not sensed during patient circuit test, and that the customer then found the patient circuit was torn. The patient circuit was returned for investigation. No device logs were received. The visual inspection showed physical damage of the tubes in the patient circuit. Tube one had a one cm long hole/"tear mark" close to one of its connectors. Tube two had several holes/"tear marks" on the first seven cm of the tube after its connector. This second tube had also been squeezed and was oval at the damaged area. The kind of damage found should be detected during pre-use check. It is recommended to always perform a pre-use check immediately before use on a patient. When tested in the reference ventilator, pre-use check failed due to leakage. A leak in the patient circuit may, depending of the degree of leakage, cause insufficient ventilation or, as a worst case scenario, stop of ventilation. Alarms will be generated. The conclusion is that the ventilator leaked due to holes in the patient circuit. Why the patient circuit had several holes/"tear marks" could not be determined.

Event description:
Manufacturer ref.#: (B)(4).